Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the balloon catheter had a guide wire lumen kink. The procedure was completed with cryo with the same balloon. No patient complications have been reported as a result of this event.